Event description:
According to the reporter, pre-operatively, while charging, the battery charger flashed red light and no action could change the status. A manual handle was used to resolve the issue. There was no patient involvement. Medtronic¿s initial evaluation of the incident device found the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the cfet permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.